Event description:
It was reported that boston scientific technical services (ts) was contacted about left ventricular (lv) pacing inhibition due to oversensing on the lv channel. This was made apparent by multiple ventricular morphologies seen during a pre-operational surgical review. Ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.